Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was delayed and completed after a second restart of the system. A philips field service engineer (fse) confirmed that the geometry problem had occurred only once. No geometry issues were identified during onsite inspection and the system was returned to use in good working order. No reoccurrences of this issue were reported. It was not possible to determine a root cause of the issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm does not move. No harm was reported to philips. Philips has started an investigation of this complaint.